Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was having communication issues when charging. The patient also reported pain at ipg site. A representative met with the patient and identified the ipg was inoperable. The ipg was explanted and replaced with a different model of ipg. The patient reported receiving effective stimulation and the issues were resolved.